Event description:
Or staff report that plastic pieces of the trocar (suture buttons) are breaking off when the trocar is being used. We have had this happen before with this type of equipment. Staff did not save any patient information regarding this event--no patient information is available. However, staff did report that there was no indication that the device was defective or would break prior to using the device. The staff and physicians using this equipment are very experienced. They do not know why the equipment is breaking.